Event description:
It was reported that the plug that goes into the wall from the 9800 system is coming apart. It was also noted that the c-arm is binding. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the c-arm roller assembly and repaired the power plug. The system was tested and found to be working as intended and placed back into service.